Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: wr9220; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the battery lights on the patient's recharger were rapidly scrolling up and down. Patient stated this started probably "two cycles ago", clarified probably 2 months ago. Patient stated they leave recharger on the dock like they've been told. Recharger charging best practices were reviewed with the patient. Patient confirmed docking station was receiving power/confirmed green light on dock was on. Patient placed recharger on dock and reported battery lights were still scrolling. Patient held down power button on dock for 5 seconds and stated battery lights continued to scroll. Patient tried to reset recharger off the dock on the call and reported no change with battery lights. Patient reported recharger would not turn on. The issue was not resolved through troubleshooting. A replacement wireless recharger was sent out. Patient provided their new address and requested provider listings as they did not have a new managing healthcare provider (hcp) since they moved.

Manufacturer narrative:
Continuation of d10: product ID wr9220, lot#/serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.